Event description:
It was reported to philips that there was no image transmission to the monitors. The available information does not indicate whether the device was in clinical use. No patient harm was reported. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated the reported problem. According to the information collected, the issue was identified when the system was not in clinical use. A philips service engineer inspected the system onsite and analyzed the log file. Analysis of the log file showed a problem with the frontal ip pc (image processing pc). A philips service engineer replaced the clarityiq ii ip pc to fix the problem. After replacing it, a test image was displayed on the flexvision monitor, confirming that the issue had been resolved. The system was thoroughly tested and returned use in good working order. The codes were updated based on the investigation outcome. Evaluation method and health impact codes were corrected.